Manufacturer narrative:
Field service representative (fsr) examined the analyzer and reviewed date. None of the user-defined rbc controller settings were active, so the user was not alerted to the low hgb results. Hgb as low as 5.9 with active controller setting would trigger the anemia flag and judged the sample "positive." The aspiration sensor setting was also inactive. These settings must be active for flags to trigger. If an incomplete aspiration occurred with insufficient sample for the rbc parameters, the operator would not receive a flag. The 3.0 ml sample tube was approximately 50 percent full, which meets the 1.0 ml requirement specified in the instructions for use.

Event description:
The user of an xs-1000i automated hematology analyzer (serial number (B)(4)) contacted the technical assistance center (tac) on october 10, 2014 regarding erroneous log hemoglobin (hgb) result that was reported and caused a (B)(6) male patient seen in the emergency room (ER) to be transfused unnecessarily. Sample ID (B)(6) was collected at 13:10 and was tested for a cbc + diff at 13:18 on the analyzer, which is located in a stat lab in the ER. The sample was judged "negative" and the hgb was 5.9 g/dl. The physician was notified and two units of packed red blood cells wer ordered for transfusion. The patient was kept overnight for treatment. The original sample was run the following morning on another analyzer in the core lab and, on this analyzer, the sample yielded an hgb of 12.5 g/dl. The sample then was repeated on the xs and the hgb was 12.9 g/dl. No functional error errors were triggered at the time of the initial sample analysis, however, a malfunction could not be ruled out. The specimen in question was not repeated prior to reporting, nor a blood smear reviewed by the user.